Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a distorted image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed a distorted image, which was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.